Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) reading of 51 mg/dl while using freestyle libre 3 plus continuous glucose monitoring (cgm). The user asked whether to announce their upcoming meal, and the agent advised against it to avoid additional insulin delivery. The user planned to eat breakfast to raise bg and then allow the ilet to bring levels back into range. The lowest blood glucose (bg) recorded was 51 mg/dl. Bg was corrected with food. The user reported feeling slightly loopy but otherwise okay. No medical intervention was required at the time of call.